Event description:
The customer reported a physicist discrepancy indicating the radiation exceeded the visible image. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator iris was resized. The system was then found to be working as intended.